Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller was cracked and that there is something loose inside. Patient stated that they are using their original equipment from implant. Patient noted that they used electric tape to hold the controller in place; patient added that they have been unable to get a good reading on their charge status after time passed with the controller damage. The issue was not resolved. Agent sent an email to repair to replace the controller. Case reopened and reassigned to send email to repair. Pt called back stating they only received controller but not the belt or the ac power cord. Agent reviewed that it was only the controller being sent. Pt stated the ac power supply was damaged and that they never received a belt. Agent emailed repair for ac power cord and belt. Agent set case priority as high due to possibility of oob. Case reopened and reassigned to add serial number. Additional information was received from a patient regarding an external device. The reason for call was patient reported that the recharger gets hot and that the controller screen would read a full charge. Patient stated that when they would look in the morning the battery would have a sliver left even though the night before it was fully charged. When asked for an event date; patient noted that the issue started lately and that the recharger gets hot. The issue was not resolved. Agent sent an email to repair to replace the recharger. Pt called back in stating they received controller from this case but controller screen displays software problem 1- intellis, 2- 3.6, 3- 245, 4- ens interface sm.c. Agent had pt reset controller two times but message did not go away. Pt made a comment that controller serial number is faded. Agent had pt plug controller into ac power supply with no battery pack; pt saw the set up for screen. Pt then inserted the recharger but controller displayed cannot continue recharge the controller. Agent had pt plug controller into ac power supply and pt confirmed controller has blinking green light. Agent recommended to fully charge controller, then continue to set up for implant and pairing process. Pt called back and repeated previously documented information; said the same issue happened after they hung up the last call. Agent walked pt through cleaning connections of ac power plug and controller port, then reset controller with ac power cord. After reset, the c ontroller started pairing process screens once more. After plugging in recharger, the controller showed there was not sufficient charge to proceed. Agent suggested they leave controller plugged in until green light stops flashing, then attempt the pairing steps.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger b3: event date is month and year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the recharger found a nonconformance. The recharge antenna failed due to a "no device found" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.